Event description:
It was reported that the patient has not had any additional low flow alarms or any events like the initially reported event.

Manufacturer narrative:
Manufacturer's investigation conclusion: based on complaint history, the observed events within the submitted log file appear consistent with an ingested deposition passing through the device. However, a specific root cause for the observed events could not be conclusively determined through this investigation. Additional low flow events were confirmed; however, a specific root cause could not be conclusively determined. A direct correlation between the device and the reported loss of consciousness resulting in the need for CPR and ventilation could not be conclusively determined. The submitted log files recorded a low flow event in which the recorded flow suddenly decreased to 0 lpm. The recorded event appeared consistent with an ingested deposition passing through the device. 3 additional transient low flow events were recorded when the estimated flow decreased below a threshold of 2.5 lpm for 10 seconds or more. The pump speed remained within the set speed parameters for the duration of the log files, and the system appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 15mar2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists pump thrombosis and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU lists thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Additionally, this document explains that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient implanted on (B)(6) 2020 experienced low flow alarms abruptly while sitting up in the chair. By reports, the nurses heard the alarms, went into the room and the patient was unconscious and unresponsive. Flow was 0 at the time. They did start compressions very briefly and they reported flow was restored within about 2 minutes and patient did finally respond again. Nurses are unsure what his pressure was doing during this time, because he did not have an artificial line in. The interrogation appeared to show a very abrupt drop in flow and a very abrupt resolution after approximately 2 minutes. Log file analysis captured low flow events early on (B)(6) 2020. On (B)(6) 2020 the log noted low flow events with the flow rapidly dropping to zero, pump speed at that time was at the low limit of 4800 rpm. Pump power did not fluctuate much as started at 3.5 prior to the event and dropped to around 2.9w during the event. The whole event lasted ~ 2 minutes and flow now back in the 3 lpm range. According to tech services, it is possible that something may have passed through the pump to cause this flow obstruction but appears it resolved according to what was seen in the remainder of the log. Additional information states that patient lost consciousness during the low flows and required CPR for a very short period of time. He was on trach collar and required ventilation again. There was no obstruction confirmed and no changes to his anticoagulation. The revolutions per minute were decreased after the episode when noting that he was having many more pi events. An echo was performed and this was within normal limits.